Event description:
It was reported that a patient was initially treated with an open reduction internal fixation of the right distal radius on (B)(6) 2013. The patient suffered from a mal-union due to four broken distal screws. The initial 5-hole volar distal locking plate and broken screws were fully removed, the plate was fully intact. The mal-union was revised to a 2.4mm variable angle locking compression 2-column plate on (B)(6) 2014. There were four holes in the shaft and eight screws were used in total. There was no surgical delay in the revision surgery and no reported patient harm, the surgery was successfully completed. This report is for the 4 broken screws, part and lot numbers unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for the 4 broken screw, part and lot numbers unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.